Event description:
It was reported that before use of the extension cfne102h 90c hs ll there is foreign material in the extension tip. The following information was provided by the initial reporter: there is foreign material (brown color) in the extension tip.

Manufacturer narrative:
H.6. Investigation: 1 sample was returned to hanscent, lot number is 20190224. Complaint sample checking: brown stain was noticed on the extension tip. After cutting open the tip, the fm was confirmed to be immovable and injected in the tip. Based on the manufacturing experience of the workers, such fm occurred before because of continually heating in injection machine then the pvc material burnt. Retention samples checking: 20 pcs extension set cfne 102h retention samples of lot 20190224 have been randomly sampled to check fm, and no issue found. DHR inspection: hanscent review the DHR including extension tip injection molding and assembly record, there are no issues and all conform to the manufacturing specification. Process checking: through observation, hanscent indicate that the heating of the screw in the injection machine causes the burnt material occurs at approximately two hours (but not exactly). This heating is inevitable during the process of production. Root cause: from investigation, the likely cause for the brown stain embedded on the tip is due to high temperature of the screw during the production process has caused the material to get burnt and the burnt scratches have been molded into the product. Also, qc check has not been thorough enough to eliminate all products that have been contaminated by such burnt materials. H3 other text : see h.10.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the extension cfne102h 90c hs ll there is foreign material in the extension tip. The following information was provided by the initial reporter: there is foreign material (brown color) in the extension tip.